Event description:
It was reported that while using 57 bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: (B)(6) 2021. H6: investigation summary during manufacturing of material 221261, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 0338801 was satisfactory at time of release and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include physical attribute and bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All physical attribute and bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is. Tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and no other complaints have been taken on batch 0338801. Retention samples from batch 0338801 were not available for inspection. Five photos were received for investigation. One photo shows the side of a sleeve of medium red agar plates, one plate in the sleeve is darkened from what could be hemolysis. Another photo shows the bottom of an unopened sleeve to featured slumped media that is starting to fall out of the plate bottom. The third photo shows the bottom of a plate from batch 0338801 (time stamp 0713) with a large microbial colony growing. The fourth photo shows the agar surface of a plate with a large bacterial colony growing on the surface. The last photo shows the bottom of a plate from batch 0338801 (time stamp 0713) with an irregular shaped hole in the center of the media that was formed when slumped agar fell out. The term slumped agar is used to describe when partially cooled media shifts in the plate and then solidifies with an irregular appearance like large bumps, shifting of the agar bed or agar falling out. Thirty plates from batch 0338801 also were returned as three unopened sleeves in a fedex lab pak mailing envelope. Plates were inspected and 3/30 plates had surface bacterial growth and 28/30 plates also had slumped and fallen out media like in the photos (time stamp 0713). One plate with growth was submitted to the ID lab and pseudomonas fluorescens were identified. Hemolysis and empty plates were not seen in the return samples. Empty plates were not seen in the return and photos. This complaint cannot be confirmed for empty plates. This complaint can be confirmed for contamination, hemolysis and fallout by the returns and/or photos. Bd will continue to trend complaints for agar defects. Based on the low defect rate of the observed defects for this batch, no actions are planned at this time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using 57 bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact.